Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.